Event description:
It was reported that a site was having problems with their programming system. No additional information has been attained from the site in regards to what the problems were. The product at this time has not been returned to the manufacturer.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.